Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had diaphragmatic stimulation from right ventricular (rv) lead. The rv lead also had no capture and low impedance. The physician noted that the lead was going through the heart muscle during the surgery to replace the patient's heart valve. It was also reported that the left ventricular lead had low impedance and increased thresholds. Both leads are still in use. No further patient complications have been reported as a result of this event. It was further reported that due to high pacing threshold, the pace/sense portion of the rv lead was capped and replaced, but the high voltage therapy coil remains active.

Event description:
It was reported that the patient had diaphragmatic stimulation from right ventricular (rv) lead. The rv lead also had no capture and low impedance. The physician noted that the lead was going through the heart muscle during the surgery to replace the patient's heart valve. It was also reported that the left ventricular lead had low impedance and increased thresholds. Both leads are still in use. No further patient complications have been reported as a result of this event.